Event description:
The customer reported that erroneous sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl 200 integrated chemistry system. It is unknown whether the erroneous results were reported to the physician(s). It is unknown whether the sample was repeated. The customer did not provide patient sample results data, including sample identifier, erroneous results, and correct reported results to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous na and k results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl 200 integrated chemistry system. With siemens remote assistance, the customer checked integrated multisensor technology (imt) pump rate, replaced imt consumables and imt pump tubing, performed imt system clean, and ran quality control (qc) and calibration, which passed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected imt system, disassembled and cleaned rotary valve, cleaned ports using stylet, retubed entire imt system, and super-conditioned applicable fluidics. Further, the cse replaced imt tower, port/drain assembly, seal, imt sensor, x tube, and malfunctioning heterogeneous module (hm) sample drain during total service visit (tsv) inspection. Next, the cse aligned imt pump rate, cleaned or lubricated lead screw for diluent pump, verified diluent syringe gap, and aligned sample probe to imt port and sample wheel. Then, the cse performed dilution check and conditioning, ran imt calibration and qc, which recovered acceptably, and performed precision tests on patient samples, which passed. Siemens reviewed the instrument data and determined that the calibration was acceptable, qc was within range, air and liquid values of standard a and standard b, and dilution check correction factor were within the normal range, and observed no aspiration pressure difference between the samples, indicating no issues with sample integrity or low volume. Siemens further evaluated the event and determined that a flow issue through imt potentially contributed to the erroneous na and k results. The instrument is performing according to specifications. No further evaluation of this device is required.